Event description:
Procedure type: colectomy. According to the reporter: while performing the eea anastomosis, a hole in the rectum was identified. The surgeon tried to put the eea post through but it would not work. The hole was repaired with a suture and a hand sewn anastomosis was performed on the pt. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. Unanticipated extension of the incision was 8cm. Unanticipated surgery time was delayed by 45 minutes. No device fragment fell into the pt's cavity. No device fragment was left in the pt's cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4).